Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a loss of communication between the insulin pump and the transmitter. The customer reported a blood glucose value of 460 mg/dl. The customer was treated with an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-7040a, mmt-7040a, mmt-242a, mmt-1884, mmt-332a, mmt-7040a. Troubleshooting was performed for loss of communication issue but the issue was not resolved and troubleshooting was not performed for high blood glucose it was unknown whether the insulin pump was utilized within 48 hours of the event also, it was unknown whether the auto mode feature was active or not. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-7040a. No product return is required for mmt-242a. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received regarding the incident or event date change which was not included in the initial report. So, the correct incident or event date has been changed from (B)(6) 2025 to (B)(6) 2025 as per new additional information and which is updated in section b3. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump passed functional testing including self-test. Pump communicated properly with test guardian link (3) transmitter. No bluetooth communication anomaly noted. The pump paired successfully with gl3 transmitter. Successfully downloaded history files and traces using thump software. The pump was cut open and traces of moisture on pcba1 and battery tube assembly noted during visual inspection. The pump was received with minor scratches on lcd window and scratched case. In summary, customer alleged no com pump to xmtr not confirmed. Expose to moisture on electronic assembly noted during visual inspection. For additional information regarding the tests performed refer to d00854230-appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.